Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as contamination from utilizing fans and had open windows in the therapy area. As well as utilizing solution bags and cassettes longer than intended. The patient was hospitalized for the event. The patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Pd therapy was ongoing. On an unknown, the patient was discharged home from the hospital. At the time of this report, the patient had recovered. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.